Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected after a trauma that occured on the (B)(6) 2023. Affected channels were noticed 4 days after this event. Further technical checks are considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. Reportedly an incomplete insertion was achieved at implantation surgery with two channels remaining outside of cochlea. However, to confirm an exact root cause device investigation would be necessary. Further technical checks are considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected after a trauma that occured on the (B)(6) 2023. Affected channels were noticed 4 days after this event. Further technical checks are considered. The clinic will likely schedule a date for a revision surgery.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. Further an incomplete insertion was achieved at implantation surgery with two channels remaining outside of cochlea. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device is affected after a trauma that occurred on (B)(6) 2023. Affected channels were noticed 4 days after this event. The user has been re-implanted.